Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently delivering a bolus without user interaction. Contact reported all boluses were round numbers whereas boluses that were calculated by the customer "never come out to a round number" and in some cases, the delivered value is higher than the calculated value. Contact would enter less carbohydrates in order for the pump to calculate the bolus that was needed. Customer reported pump history showed the boluses were "standard" and not quick boluses. Customer's blood glucose (bg) was 50-288 mg/dl. Carbohydrates were consumed to address the low bg. Customer reverted to using another pump for insulin therapy. Tandem clinical diabetes specialist discussed event with the contact and assisted them with the pump.